Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient reported an ins came out of the pocket in 2014 or 2015. No further patient complications have been reported as a result of this event.